Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the paddles are damaged. It was unknown reported if patient involvement/adverse patient impact.